Event description:
Additional information from the manufacturers&#38930;epresentative reported that the patient was reprogrammed by the office staff.

Event description:
Additional information from the consumer reported that since the adjusted her settings a year prior to report, she had not felt anything. She used to feel it in her legs but she had not felt it in a year but a week and half prior to report ((B)(6) 2016), the patient started feeling it in her legs again so she wanted to know if it was normal. There was no fall or trauma. The patient was still getting symptom relief.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that right after she got the device implanted, she had twitching in the leg and groin. The patient went for months like that until she met with a manufacturers' representative who adjusted her settings. Everything was perfect. The twitching returned on (B)(6) 2016 and the patient did not do anything. She contacted the doctor and she was told to speak to the manufacturer. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.